Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that the device was explanted after an implant duration of zero days . On 05/14/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful valve replacement. Per the operative report of (B) (6) 2010: "circumferential annular stitches of 2-0 pledgeted ethibond sutures were placed and an edwards bioprosthetic valve then had the sutures placed through it and it was brought down and attempted to be seated. The posterior strut, however, could never be brought into the ventricular space due to the significant amount of calcium unless the valve was removed without full implantation."

Manufacturer narrative:
(B) (4) = unsuccessful valve replacement.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received on 05/14/2010. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.